Event description:
Reportedly, it is not possible to launch the threshold tests and the screen is frozen. The smartview version is 3.12. The event date is (B)(6) 2024.

Manufacturer narrative:
The review of provided data and the investigation of the subject device did not confirm the reported issues: in the provided expert data, all threshold tests were successful. No evidence of failure to launch the threshold tests has been detected. There is no evidence of screen freeze during threshold test on the reported event date. Upon reception, the subject device was tested and no freeze occurred during the interrogation of implantable devices, no freeze occurred in the different screens, parameters could be re-programmed and no anomaly was found. The programmer will follow the normal workflow of repair and will return back to the field. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, it is not possible to launch the threshold tests and the screen is frozen. The smartview version is 3.12. The event date is 1 august 2024.